Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and a secondary infection coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The treatment for this event was not reported. The suspected cause of the peritonitis was touch contamination. At the time of this report, the patient was still hospitalized and recovering from this event. Additional information was requested and is not available.